Manufacturer narrative:
The returned device analysis confirmed the reported leak/splash and break as the lock lever shaft was observed to be broken and fluid was seen leaking from the lock lever. The lock lever shaft was noted to be twisted and the lever cap was observed to be scratched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not confirm a lot specific issue at this time. Based on the information reviewed, a potential product issue was identified due to the reported unstable cap and the resultant reported leak. The observed twisted lock lever shaft and the scratched lock lever cap appear to be related to the reported break. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the cds leak. It was reported that during preparation of the mitraclip delivery system (cds), while trying to de-air the lock lever, the lock lever cap leaked. During an attempt to close the cap when de-airing, the cap broke. There was no patient involvement and no reported clinically significant delay in the procedure. A new cds was used. No additional information was provided.